Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, one day post implant of the associated cardiac resynchronization therapy defibrillator (crt-d), high out of range shock impedances of greater than 200 ohms were observed in a triad configuration, distal coil to proximal coil configuration, and distal coil to can configuration. It was determined that the defibrillation setscrew was loose. The setscrew was revised, and no further issues were noted. This rv lead and associated crt-d remain in service. No additional adverse patient effects were reported.